Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that sleeve fall off occurred during use with a bd vacutainer® multiple sample luer adapter. The following information was provided by the initial reporter, "in training on vacuum collection and single-use luer adapter, bd vacutainer eclipse needle and holder products, there was a report of quality deviation in luer adapter performance. A nursing technician reported that during a blood draw using the luer adapter (lot 9142877), in a single-use holder (unknown lot), at the end of bd vacutainer sst tube collection (unknown lot) happened from the device that covers the luer adapter needle comes out along the tube cap at the end of the collection, still in the first tube. Additional information: there was no damage to the patient/health professional. There was no exposure of blood or chemotherapic to the skin/mucous. The sample was discarded by the customer."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that sleeve fall off occurred during use with a bd vacutainer® multiple sample luer adapter. The following information was provided by the initial reporter, "in training on vacuum collection and single-use luer adapter, bd vacutainer eclipse needle and holder products, there was a report of quality deviation in luer adapter performance. A nursing technician reported that during a blood draw using the luer adapter (lot 9142877), in a single-use holder (unknown lot), at the end of bd vacutainer sst tube collection (unknown lot) happened from the device that covers the luer adapter needle comes out along the tube cap at the end of the collection, still in the first tube. Additional information: there was no damage to the patient/health professional. There was no exposure of blood or chemotherapic to the skin/mucous. The sample was discarded by the customer."